Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse checked the system, cannula and the clutch. The system passed all calibrations. The system was tested and verified as ready for use. The complaint could not be replicated or confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the customer experienced an unexpected movement of the universal surgical manipulator (usm) arm. The issue occurred when connecting using the port clutch and connecting to the cannula, where after unclutching, the arm had a small drift. The arm continued to move even when using the instrument drive clutch, and it was only stabilized when the surgeon took control at the surgeon side console (ssc). Additionally, the guided tool change did not function properly when replacing an instrument. The technical service engineer (tse) reviewed the logs and identified errors that could be related to the problem. The customer had not performed a mid-procedure restart to check if the issue persisted. The problem was suspected to be related to a faulty cannula arm harness. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the surgeon reported that the motion issue was associated with the sp universal surgical manipulator (usm) arm rather than the instruments. While attempting to center the usm arm in alignment with the patient incision using the port clutch button, the arm initially centered as expected; however, after releasing the clutch button, the entire usm arm moved unexpectedly and shifted laterally, requiring repeated re-centering. No abnormal behavior was observed in the instruments themselves, as they did not exhibit uncontrolled motion, unintended direction, scaling issues, delay, or shakiness. The issue likely occurred while the surgeon¿s head was inside the surgeon side console, although it is unknown whether the surgeon had their hands on the controls at the time. The problem was not resolved during the surgical procedure but did not result in any procedural delay. No photos or videos of the event are available for review. Following the procedure, a service engineer evaluated the system and did not identify any faults; further investigation is ongoing.